Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event was not returned and the device disposition is unknown; therefore, a return sample evaluation is unable to be performed. Stoma site infection and buried bumper are known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced unable to mobilize peg tube for a couple of days. The patient reported drainage, redness, inflammation, swelling, and excoriation to the peg insertion site. On (B)(6) 2020, the patient started treatment with oral antibiotic, keflex 500 mg four times a day. On (B)(6) 2020, an abdominal CT revealed a buried bumper. The patient is scheduled for an endoscopic procedure to remove the buried bumper.

Event description:
On (B)(6) 2020 it was reported that the peg-j site swab, collected on (B)(6) 2020, resulted in gram positive cocci scant gram negative bacilli 1+ leucocytes scant and epithelial scant. The buried bumper resolved in (B)(6) 2020 with the replacement of the peg-j system. On (B)(6) 2020 the stoma site infection resolved.

Manufacturer narrative:
Reference record (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.